Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include diabetic ketoacidosis (dka) as well as being dizzy and weak. Once at the hospital the patients pod was removed and the pods cannula was found to be bent. The patient was treated with both intravenous fluids and insulin. The patient was released from the hospital after less than 5 hours. The patient reports once at home they were able to apply a new pod. The patients pod will not be returned as it has been discarded. It should be while in the hospital for his event the patient was given cefdinir (300 mg) to be taken 2 times daily for 10 days due to a urinary tract infection.